Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen blacked out and became unresponsive. There was no impact to the customer's blood glucose level. Customer indicated the current pump will continue to be used for diabetes management, as they are able to deliver pump boluses.